Manufacturer narrative:
Manufacturer's report date 8/8/97. The pump was returned and evaluated. The pump had evidence of being dropped with damage to the front and back case. The gap between the follower housing and the pressure plate met specification per the safety alert dated 4/11/97. Rate accuracy testing confirmed the freeflow/overinfusion condition resulting from the cam follower fingers moving back from the pressure plate preventing the tubing from being completely pinched off. Although severe impact can result in a misalignment resulting in a freelow situation, it is suspected that the change in the pressure gap resulted from wear. The MFR requested pt info from the hosp. No pt info was available.

Event description:
It was reported that the pump was set to deliver dopamine at 8 ml/hr. The nurse reported the pump was infusing faster than the set rate. There was no resultant pt complication.